Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal unraveled and did not deploy properly. The surgeons placed partial occlusion clamp to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. Small traces of blood were seen on the loading device. The tension spring assembly and the seal was taken out of the loading device and a visual inspection was conducted. No delamination/crack/unrevealed seal was found. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for "failure to deploy" & " unrevealed material" was not confirmed, but was confirmed for analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal unraveled and did not deploy properly. The surgeons placed partial occlusion clamp to complete the case. The hospital did not report any patient effects.